Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks around the display window and near the battery compartment. No further information reported.

Manufacturer narrative:
Insulin pump had a cracked battery tube threads, cracked case near lcd window corner, minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.